Event description:
It was reported that the primary objective of this clinical trial (the odyssey trial) was to evaluate the efficacy of two multilayer compression systems in the management of venous and mixed aetiology leg ulcers. This study involved 37 european investigating centres (25 centres in (B)(6), 7 in the (B)(6) and 5 in (B)(6)). In the 4lb control group (profore). During the study, 5 patients presented signs of infection.